Event description:
Per the audiologist, reportedly the patient¿s external processor cannot be connected to theprogramming software. The results of an integrity test done in 2009 indicate the rf link is effected. The patient underwent dental surgery in 2009 (day not reported) and this may have caused the device to malfunction.explant and reimplantation is planned, but had not taken place at the time of this report.